Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited a high out of range pacing impedance (greater than 3,000 ohms) on the right ventricular (rv) lead channel. The physician performed provocative maneuvers in unipolar configuration, and myopotential oversensing was observed. The sensing was switched to bipolar with agc at 3mv. All threshold measurements were within normal range. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful. It was confirmed that the manufacturer is guidant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this right ventricular (rv) lead exhibited a high out of range pacing impedance (greater than 3,000 ohms) on the right ventricular (rv) lead channel. The physician performed provocative maneuvers in unipolar configuration, and myopotential oversensing was observed. The sensing was switched to bipolar with agc at 3mv. All threshold measurements were within normal range. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful. It was confirmed that the manufacturer is guidant.